Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had nephrostomy tubes that went from the kidneys to the bladder. It was noted that the ins was still on and that the patient was not urinating through natural ways and was developing muscle bladder spasms about a month ago, which worsened despite being put on oxybutynin. The nephrostomy tubes were replaced, and the patient was currently in the hospital. The patient was advised to contact their healthcare provider (hcp) for further evaluation and was informed about the option to turn off the therapy. The patient stated that the hcp had directed them to call the manufacturer.